Event description:
Physician reported right side "seroma" for a patient implanted with seri and a breast implant. During the surgery, it was noted the seri was not fully integrated. Seri has been partially explanted. This medwatch is for the right side seri. Refer to MFR report 3008374097-2013-00046 for the left side.

Manufacturer narrative:
Allergan has rec'd the product however the analysis has not been completed at this time. The events of "seroma" and "non adherence" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.